Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / esophagus procedure. The reload was connected to the powered stapling handle and adapter. The first firing on the esophagus was successful. For the second firing, for the closure of the insertion, the surgeon fired the device. However, it stopped on the two-third position of the resection line. Once removed the reload and replaced by a new reload, the firing was completed successfully. About 10 to 15 mm of additional tissue resection was required due to the issue. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted that the reload was partially fired with a deformed anvil clamping mechanism. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the deformed anvil clamping mechanism may occur when firing over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.